Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No adverse patient effects were reported. Device replacement has been completed. A new pacemaker was placed at this time. Product return is expected. No additional adverse patient effects were reported.